Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.

Event description:
Customer reported a button error on her insulin pump and she cannot clear it. Customer's blood glucose is 144 mg/dl. She woke up to the button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.